Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure in the left eye of the patient owing to the fact that the capsular bag collapsed due to loose zonules and the lens had to be removed and replaced. There was no incision enlargement performed to explant the lens .there was no patient injury reported. No further information has been provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics ahs been submitted. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6). Patient had loose xonules. The intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection was performed and the lens inspected at 10x microscope magnification. The visual inspection revealed that the lens had viscoelastic residue, surface scratches, surface residuals (fiber/particles) and a crack in the optic zone. Based on the investigation, there were no cosmetic defects related to manufacturing process found in the returned lens. The investigation findings are most likely the result of the explant process and have been identified as operational in the results code. The lens was received in a condition which prohibited further analysis. A review of the manufacturing records was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the reported complaint. There were no discrepancies or defects found during the review related to possible causes identified for the reported complaint. The documentation showed the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.